Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2023, due to the infusion of chemotherapy drugs, the patient underwent PICC catheterization, and the postoperative chest x-ray showed that the catheter tip was reflexed and the subclavian vein. Central venous catheterization in the catheterization laboratory is performed immediately, which causes psychological burden to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported on (B)(6) 2023, due to the infusion of chemotherapy drugs, the patient underwent PICC catheterization, and the postoperative chest x-ray showed that the catheter tip was reflexed and the subclavian vein. Central venous catheterization in the catheterization laboratory is performed immediately, which causes psychological burden to the patient.